Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused pulmonary fibrosis. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 22, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging pulmonary fibrosis related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed the following from an external and internal inspection and found unknown white, and black contamination (dust like) , inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Unknown white, and black contamination (dust like) , inconsistent with degraded sound abatement foam in the iso port (international organization of standardization.) Dust like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, black dust like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Unknown black residue inconsistent with degraded sound abatement foam also inside enclosures . Pil used a fitt (foam integrity test tool) and the associated and was unable to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 1 error code. The manufacturer concludes there was no evidence of degraded sound abatement foam and unable to directly address the symptoms specified. The sections b1, b2, d8, d9, h1, h2, h3, h6 have been corrected and updated in this report as follows: section b1 was corrected for only the product problem (both adverse events and product problem, was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.